Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor displayed a service code 204. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the electrode belt could not lock into the connector on the monitor. This resulted in intermittent communication failures between the electrode belt and the monitor, which caused the error code 204. The root cause for the damaged connector cannot be positively determined but is likely excessive force. No adverse event occurred due to the defective connector. The last patient to use this monitor did not report any problems.